Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there was issue with air bubbles. The customer¿s blood glucose level was 174 mg/dl. The customer stated that they removed the reservoir and immediately noticed air bubbles. The customer stated that the insulin pump had insulin flow blocked alarm. Customer was experienced insulin flow blocked alarm multiple times and they was talking with technician and it was resolved. The insulin pump will not be returned for analysis.